Event description:
It was reported that the patient with this pacemaker device exhibited oversensing and noise. Upon review, it was noted that this noise was possibly from electromagnetic interference (emi). The device currently remains in service. No adverse patient effects were reported.